Event description:
In late 2007, the patient reported that she is experiencing air bubbles in her insulin cartridge after a few days of use. She stated that she has not changed the adapter in "quite sometime." The patient was advised to change the adapter every 10th cartridge change. The patient was not experiencing air bubbles at the time of the report. A new adapter was sent to the patient for troubleshooting. Upon follow up on thirteen days later, the patient stated that she received the new adapter and everything was functioning properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.